Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, a review of the black box and alarm history showed multiple consecutive ¿cs054/cs052/cs012¿ slave communication alarms on (B)(6) 2017. The returned battery cap was undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly with no ¿cs0052¿ alarms or any errors occurring during the investigation. Investigators were unable to duplicate the ¿cs012¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.